Event description:
It was reported that 3 bags of 3 bd insulin syringes with the bd ultra-fine¿ needle each had issues with the needle separating from the hub when removing the shield. The following information was provided by the initial reporter: "consumer reported found 3 bags from this box with 3 syringes each with issues. When removing the needle shield, the needle assembly goes off with the shields"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: investigation summary the customer returned (1) 0.3ml 31ga 8mm syringe reporting needle hub separates issue. The syringe sample was visually inspected and observed no signs of damage on the barrel or the needle hub. Embecta was able to confirm the reported failure of needle hub separates. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 0006864 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of needle hub separates. A definitive root cause cannot be determined.

Event description:
It was reported that 3 bags of 3 bd insulin syringes with the bd ultra-fine¿ needle each had issues with the needle separating from the hub when removing the shield. The following information was provided by the initial reporter: "consumer reported found 3 bags from this box with 3 syringes each with issues. When removing the needle shield, the needle assembly goes off with the shields."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.